Event description:
On 12/1/2006, customer reportedly received results of 167 mg/dl and 59 mgdl within 10 mins on the same device. Customer did feel low blood glucose symptoms at the time of these results. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.